Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo along with the physical sample was provided to our quality team for investigation. Through visual inspection of the photo, a leakage past the stopper ribs is observed. Upon further evaluation of the sample, no damage or defects were identified that could have contributed to the reported leak and the stopper was properly assembled. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. As the lot involved in this incident is unknown, a device history review could not be performed. Leakage testing was performed on the returned sample and product was verified to meet required specification, no leakages occurred during testing. Based on our investigation and sample evaluation, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Description of incident / malfunction(s):: when vitaprema is syringed in the nutrition room, the syringe seal is not tight: liquid. Flows out of the syringe (a0504) consequence(s) of the incident : risk of contamination - break in sterility.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Description of incident / malfunction(s):: when vitaprema is syringed in the nutrition room, the syringe seal is not tight: liquid flows out of the syringe (a0504) consequence(s) of the incident : risk of contamination - break in sterility